Event description:
It was reported the patient¿s therapy was not working as expected. The patient noticed a week ago that the stim setting was ¿jumping around¿ when the patient changed positions. It was noted the patient was in an upright position, getting up and sitting down, walking and sitting down again and his stimulation went from 1.5 volts to 2.9 volts. The patient did not remember if he was in setting 1 or 2. It was noted that stimulation did not change even when he would look 30 minutes later after the position change. The patient reportedly had been staying in the same position for 3 minutes. The patient met the manufacturer representatives (reps) at the surgeon¿s office 2 weeks ago and the reps reset all the programs. It was noted a week after the patient met with the reps, the issue with his stimulation started. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the adaptive stimulation (as) feature on the patient¿s implantable neurostimulator (ins) just needed to be re-oriented. The patient was reported as doing better now. If additional information is received, a follow up report will be sent.